Manufacturer narrative:
Initial.

Event description:
It was reported that during training the ilet pump did not appear to charge when placed on the pad, though the pad successfully charged a phone and other outlets were functional; after additional time on the charger, the pump began charging and reached 15% battery, which aligns with a device problem of premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and training personnel and analysis of information they provided. Investigation of this case revealed an energy storage system problem consistent with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.